Event description:
Customer reported attempting to apply an abbott diabetes care (adc) device and being unsuccessful due to the location used causing a lot of pain, and was unable to monitor glucose levels. As a result, customer experiencing a loss of consciousness and seizure with "numbness in the fingers (muscle was hit) due to incorrect placement point", pain, was unable to self-treat, and went to the emergency room (ER). At the ER a healthcare professional (hcp) prescribed novalgin 500 mg for the pain to be taken ever four hours a day until the pain lessens/goes down. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.